Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and lumbar radiculopathy. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated that he was in the hospital 3 to 4 years ago for 14 days, and the pump was shut off to figure out why he was having ¿mysterious¿ symptoms. The patient stated as a result of the pump begin turned off by a manufacturer representative under the direction of the doctor at the hospital (not the pump managing physician). The pump was restarted, and the patient had to be titrated back up slowly. The situation was resolved. No further patient complications were reported.